Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient sustained trauma to the driveline exit site on (B)(6) 2020. As the patient was walking by a door knob, the driveline got hooked and pulled the site. There was some initial pain and bleeding that resolved shortly afterward without interventions. The site preformed a dressing change and everything looked well. Log file analysis noted the device was operating as intended throughout the event. No further information was reported.

Manufacturer narrative:
Section a3: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The controller event log file contained data on 23jun2020 from 04:58:24 to 09:58:00. The pump operated at or above the low speed limit for the duration of the log file. There were no atypical alarms and the log files appeared to capture the pump operating as intended. The account reported that the patient was walking by their door when their driveline got hooked around the doorknob. The patient experienced some pain and bleeding which resolved immediately after intervention. The patient had their exit site dressed and it reportedly looked well. The patient remains ongoing on vad support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.